Event description:
It was reported to boston scientific corporation that an interject injection therapy needle catheter was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2012. According to the complaint, during preparation, the needle would not advance out of the sheath. The procedure was completed with another interject needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed the inner sheath detached from the inner hub, therefore this is now an MDR reportable event

Manufacturer narrative:
(B)(4). Visual evaluation of the complaint device found the needle to be retracted and there was no issue with the outer sheath. A functional analysis of the complaint device was performed and when the inner hub was actuated, the needle would not extend; however the needle was present and attached. The inner hub and sheath was removed from the outer hub and sheath and it was noted that the inner sheath was detached at the distal end of the inner hub. The inner sheath seemed to have been stretched and kinked before it detached. Based on the evaluation conducted, the cause of inner sheath detachment could not be determined. Therefore, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.